Event description:
Patient was revised to address dislocation due to disassociation of the locking ring from the liner. The cup was also poorly placed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.